Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: thermocool smarttouch sf, us catalog #: d134805, lot #: 17752476l. Non-biosense webster, inc. - st. Jude medical brk transseptal needle. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a pentaray catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, after retracting the catheter out of the left atrium, a laceration was observed on the posterior aspect of the right inferior pulmonary vein (ripv). Tamponade was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was attempted without success. Thoracotomy was performed. No pericardial fluid was removed, as the blood had clotted. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient was extubated and remains in the intensive care unit (ICU). Patient factors that may have contributed to the adverse event include cardiac hypertrophy. Physician¿s opinion regarding the cause of the adverse event is that the pentaray catheter may have possibly lacerated the posterior aspect of the ripv during mapping. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as ablation was not in progress when the injury was discovered. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.